Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication with a concentration of 2000 mcg/ml via an implanted pump. The indication for pump use was not provided. On (B)(6) 2017 it was reported that the patient¿s pump was empty. The pump had not been refilled since (B)(6). The hcp was seeing the patient today and planning to do a side port aspiration and was wondering if the pump was still good. There were no reported patient symptoms. Additional information received on (B)(6) 2017 reported that the pump was empty since january for reason unknown. The physician did a dye study under x-ray but was not ready to fill the pump with medication on the same day. It was late in the evening so the physician was going to schedule the patient for a pump refill at a later date. Per the company representative the physician was made aware of drug being inside the pump tubing that would need to be cleared prior to refill and reprogramming. No further patient complications were reported.